Event description:
My new freestyle libre 3 glucose monitor was giving unusually high readings. I tested it in real time against finger pricks with my verio one touch and the libre 3 was 50-60% higher, with the differences increasing as my glucose was higher. I recorded the numbers over three days. While I saw on abbott's web site that they recalled some libre 3 monitors for high readings, my monitor was not from one of those lots. I think you have a bigger problem on your hands that could be a serious problem for other patients. I can provide a photo of the identifying information for the monitor if you need it.